Event description:
It is reported that the pt was revised for osteolysis. X-rays showed bone loss around cemented stem.

Manufacturer narrative:
Eval summary: the devices were in vivo for approx 9 yrs and 3 months. Devices were not available for return; therefore, they could not be analyzed. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on investigation, the need for corrective action is not indicated.